Manufacturer narrative:
Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure modes for damaged case box and missing label were observed. Additionally, 1 retention case box from bd inventory was evaluated by visual examination and the issues of damaged case box and missing label were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes damaged case box and missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use, the bd preset¿ arterial blood collection syringe did not have a label. The following information was provided by the initial reporter: tore box and no label.

Event description:
It was reported that prior to use, the bd preset¿ arterial blood collection syringe did not have a label. The following information was provided by the initial reporter: tore box and no label.

Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.